Event description:
A 6 mm diameter x 20 mm length bridge aurora stent system was selected for insertion into a pt for the endovascular treatment of a lesion in the superficial femoral artery. Vessel morphology 80 percent stenosis, severe calcification with no tortuosity. The artery was pre-dilated with a 4x2 balloon. It was reported that the device was correctly prepped and loaded onto a .035 guidewire. The stent delivery system was advanced to the intended lesion area. It was reported that while the stent was being positioned, the sheath covering the stent was partially pushed back, due to the severe calcification and 80 percent stenosis within the artery. It was reported that the black deployment button was in the locked position. The physician was able to remove the entire system with no injury to the pt. The device was returned to medtronic for eval. A visual examination through the outside of the ziploc bag revealed that the sent was no longer contained in the delivery system. Upon removal from the bag, three major kinks were observed in the delivery system that appears to be directly related to the return shipping of the returned device. The stent was then found within the piece of gauze that was in the bag. Examination of the delivery system, the slider button was found in the locked position. The sheath was found to be slightly retracted from its intended position for a loaded device. The sheath was pulled in order to reach the fully sheathed position and the tip to sheath gap was measured 2mm, mfg spec is 1mm maximum. This discrepancy may be related to stretching of the sheath during the procedure. Possible root cause may relate to the stenotic nature of the pt's arteries as described in the complaint. If the device is "pushed" against the lesion site in an attempt to cross after the lesion was dilated, the sheath may have retracted and the stent partially deployed. No clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Eval, results: pt's condition affected effectiveness of device (80 percent stenosis and severe calcification). Unapproved use of device (device is intended for use in the biliary tree). Eval, conclusions: device failure related to user handling (unapproved use of device, device is indicated for use in the biliary tree) device failure/lack of effectiveness related to pt condition (80 percent stenosis and severe calcification).